Event description:
The facility reported a colleague infusion pump with a malfunction of "reset mtr". This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known that it occurred in the surgical department. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "reset mtr" was confirmed by baxter personnel during product evaluation. The root cause was not identified. Therefore, no assignable cause could be provided for this condition and no repair was necessary. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.